Event description:
After setting up and calibrating the model 3100a as a backup unit, the piston centering displayed drifted off. After re-centering the piston, the display drifted off again. Finally the oscillating piston shut down. There was no pt involvement.